Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger rod was difficult to move. The following information was provided by the initial reporter: we are using low-dose (0.3 ml) syringe. An hcp couldn't draw the plunger rod possibly due to negative pressure.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/8/2021. H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that couldn't draw the plunger rod possibly due to negative pressure. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger rod was difficult to move. The following information was provided by the initial reporter: we are using low-dose (0.3 ml) syringe. An hcp couldn't draw the plunger rod possibly due to negative pressure.